Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The physician advanced the sterling monorail balloon catheter and encountered difficulty crossing the lesion. Once the physician crossed the lesion, the sterling was inflated on time to 8atms and the balloon ruptured. The physician successfully completed the procedure with a different device. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).